Event description:
On april 28, an amazon customer commented that the product gave not correct reading and old test. The customer said that the expiration date of the product is june 9, 2023, and gave two negative readings when the user was positive. The user has complained that it could be very dangerous to think that you are okay when you are not, and the box said the expiration date had been reevaluated to extend expiration date. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) And any evidence of pcr result to prove false result or its accuracy etc. Following by reporter's consent.